Event description:
It was reported that during a meniscus repair surgery, t1 was deployed successfully, but t2 could not be deployed, t1 was removed from the joint. The procedure was completed with a back up device with no significant delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6 one fast-fix 360 reversed curve needle delivery system device used for treatment, was returned for evaluation. T1, t2 and suture were returned separated from the device. The depth limiter was attached and was misshapen from tissue resistance typical of probing. The delivery needle was flattened. Despite damage, the device cycled and actuated. No root cause related to the manufacture of the device was confirmed.